Manufacturer narrative:
One cadd legacy 1 pump was received for investigation. The event history log was reviewed and there were 1871 error code messages. A functional check was performed and the pump was visually inspected. The reported issue was able to be repeated. The pump was found to be displaying "1871" error code message on power up when batteries were inserted during the investigation. It was recommended that the motor be replaced. The cause of the issue was unable to be determined.

Event description:
It was reported the device gave error code 1871. Issue identified during testing. No patient involved.